Event description:
The initial reporter stated that the pump had failed volumetric testing at their facility. At this time there was no indication that the pump failed in a manner that mmd would consider reportable. When the pump was returned to mmdg, the pump over infused. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The volumetric failure was discovered at moog. [(B)(4)].

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was conducted and no non-conformances were found. When the device was returned to mmd for investigation, it was found that the pump was out of calibration, which caused the volumetric failure. The pump was serviced to correct this issue.